Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent prgnancy: lo-ovral 28 from 2007 to (B)(6) 2013; for an unreported indication: lisinopril from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included blood pressure high, allergic asthma and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological or psychiatric problems condition : depression"). In (B)(6) 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with escitalopram oxalate (lexapro) and surgery (hysterctomy (full)/sapingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and vaginal haemorrhage had resolved and the abdominal pain, dysmenorrhoea, urinary tract disorder, bladder disorder and depression outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Total occlusion of both fallopian tubes. Total occlusion of both fallopian tubes by optimally placed essure device bilaterally.. Pathology test - on (B)(6) 2016: uterus and fallopian tubes: cervix with deep tubular proliferation, see comment -- secretory endometrium. - myometrium with no significant lesion. - bilateral fallopian tubes with para tubal cysts.. Pregnancy test - on (B)(6) 2013: negative result. Ultrasound scan - on (B)(6) 2016: essure coils are correctly placed in the area of the tubal ostia. Total occlusion of both fallopian tubes by optimally placed essure device bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: lo-ovral 28 from 2007 to (B)(6) 2013; for an unreported indication: lisinopril from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included blood pressure high, allergic asthma and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with escitalopram oxalate (lexapro) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and vaginal haemorrhage had resolved and the abdominal pain, dysmenorrhoea, urinary tract disorder, bladder disorder and depression outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Total occlusion of both fallopian tubes. Total occlusion of both fallopian tubes by optimally placed essure device bilaterally. Pathology test on (B)(6) 2016: uterus and fallopian tubes: cervix with deep tubular proliferation, see comment. Secretory endometrium. Myometrium with no significant lesion. Bilateral fallopian tubes with para tubal cysts. Pregnancy test on (B)(6) 2013: negative result. Ultrasound scan on (B)(6) 2016: essure coils are correctly placed in the area of the tubal ostia. Total occlusion of both fallopian tubes by optimally placed essure device bilaterally. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received fu 2 and 3 process together. Event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) were added. Patient information and lab data were added. On (B)(6) 2016: pfs received fu 2 and 3 process together. Essure lot number were added. New events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes and psychological or psychiatric problems condition : depression were added. Outcome of events pelvic pain and dyspareunia was updated from unknown to recovered. Severity of pelvic pain was added. Onset date of events were added. Concomitant medication, medical history and lab data were added. Patient height were added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.